Manufacturer narrative:
Internal complaint reference: (B)(4). New information was provided by the reporter. Sections b5 and h6 were updated.

Event description:
It was reported that, during an IV fixation treatment, the patient developed well-defined erythema, miliary papules, and scattered small blisters on the skin around the catheter placement, accompanied by obvious itching and burning sensation. This event was noticed 24 hours after applying the dressing. This adverse event was treated by removing the dressing from one (1) iv3000 1 hand 10x12cm ctn 50 immediately according to the doctor's advice. Cleaned the affected area with physiological saline, wait for it to dry, applied 1ml x 2 doses of dexamethasone hydrochloride injection and took oral antihistamines for symptomatic treatment, then covered with a low sensitivity gauze dressing. After 3 days, the patient's discomfort symptoms gradually improved.

Manufacturer narrative:
H11: internal complaint reference case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an IV fixation treatment, the patient developed well-defined erythema, miliary papules, and scattered small blisters on the skin around the catheter placement, accompanied by obvious itching and burning sensation. This adverse event was treated by removing the dressing from one (1) iv3000 1 hand 10x12cm ctn 50 immediately according to the doctor's advice. Cleaned the affected area with physiological saline, wait for it to dry, applied 1ml x 2 doses of dexamethasone hydrochloride injection and took oral antihistamines for symptomatic treatment, then covered with a low sensitivity gauze dressing. After 3 days, the patient's discomfort symptoms gradually improved.